Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-23, serial#: (B)(4), ubd: 04-sep-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as this delivery catheter system ( dcs) was withdrawn, the nose cone caught the outflow portion of the valve and the valve dislodged. The valve was snared above the sinus of valsalva (sov). Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.